Manufacturer narrative:
H4: the lot was manufactured between february 22, 2023 ¿ february 23, 2023. H11: two (2) devices and two (2) photo samples were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. A visual inspection was performed on the photo samples, and leakage from the administration spike port bonding area was observed. Functional testing of the actual samples was performed, and a leak from the administration spike port bonding areas was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most likely due to incorrect bonding from inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.